Event description:
Two patients with discrepant troponin t results. Patient 1 tested in 2006, initial result 0.169 ug/l, repeated twice, recovered <0.01 ug/l each time. No information provided to determine if results were used to guide therapy. The investigational unit was unable to determine a specific cause for the discrepancy. Performance check data provided was found to be within specifications.

Event description:
Two patients with discrepant troponin t results. Patient 2 tested in 2006, initial result 0.201 ug/l, repeated there times and gave result of <0.01 ug/l each time. No information provided to determine if results were used to guide therapy. The investigational unit was unable to determine a specific cause for the discrepancy. Performance check data provided was found to be within specifications.